Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, because the scope socket connection is poor, the communication between the scope and the processor becomes unstable. If the control communication between the scope and the process is unstable, a scope communication error (b30) occurs. The instruction manual identifies the following verbiage, which may help prevent the phenomenon: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur". Olympus will continue to monitor field performance of this device.

Event description:
A user facility reported to olympus that they were getting a "b30" error message and an "air issue." The problem, as reported to olympus, was identified prior to the procedure. The intended procedure was not completed. There was no patient injury, associated with the problem, reported to olympus. This report is submitted for the reported malfunction of "b30" error message.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "b30" error message could not be duplicated or confirmed. The unit was tested with multiple scopes and an olympus, model cv-190, video processor. The video image was verified present and functioned as expected; the b30 error did not occur during testing. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.